Event description:
The philips field service engineer (fse) called the philips response center (rc) to report that while implementing a philips field change order ((B)(4)), which includes the reloading of software, the software load failed which caused the device to hang (froze) upon powering on and fail to fully power on. Note that the device had been removed from clinical use for this servicing. There was no allegation or indication of malfunction before the servicing and loading of software. There was no patient involvement.